Manufacturer narrative:
Clinical evaluation performed by medical affairs director at 9 years after primary tka both components mobilize quite significantly, while the patella remains well fixed. No traumatic event is reported, and no infection. The reasons for such a sudden and macroscopic loosening are not known and cannot be determined with the information at hand. Idiopathic aseptic loosening is a possible adverse event following tka, reported in literature. There is no reason to suspect faulty devices, with the information at hand.

Manufacturer narrative:
Batch review performed on 09 december 2021: lot 122122: (B)(4) items manufactured and released on 09-aug-2012. Expiration date: 2017-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2017. Additional component involved: gmk-primary 02.07.2204l femur ps cemented size 4 l (k090988) lot. 112990. Lot 112990: (B)(4) items manufactured and released on 06-oct-2011. Expiration date: 2016-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 1-1-2017.

Event description:
Revision surgery at 9 years and 1 month after primary due to femur and tibial implant mobilization. All implants revised successfully.